Event description:
It was reported the asymptomatic patient presented remotely via merlin.net . Upon review of the transmission, the implantable cardiac defibrillator exhibited post-paced t-wave oversensing. There was no intervention made.